Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side "rupture, swelling" and "rippling". The device was explanted.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed on posterior as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: ¿ stress marks observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11mar2024.

Event description:
Healthcare professional reported left side "rupture, swelling" and "rippling". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture, swelling" and "rippling". The device remains implanted.